Event description:
A healthcare provider (hcp) reported that the patient had turned off their interstim device a year prior to the report since it wasn't working. The hcp did not have further details. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.